Event description:
During cervical fusion, the drill bit broke off and hit the external carotid artery. A peripheral vascular surgeon was contacted and the artery was repaired. (This is part of an instrument set and is reprocessed.)